Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078378.